Manufacturer narrative:
Additional devices implanted and/or related to this event: plc141000/18395876, UDI (B)(4) and pll161007/18735209, (B)(4). Computed tomography images dated (B)(6) 2019, were sent to gore imaging services for evaluation. Per the evaluation the endoleak is of indeterminate origin. There appears to be patent lumbar arteries. Received one time-point for review. Unable to evaluate aneurysmal growth.

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated (B)(6) 2019, revealed the patient has an unknown endoleak. There is common iliac artery aneurysm sac enlargement reported (amount of growth is unknown). The cause for the endoleak is unknown. The physician stated ¿the cause of the endoleak is unknown, could be lumbar arteries, back flow through the coiled hypogastric artery, or a gate leak¿. No reintervention is planned at this time. The physician has referred patient to a different surgeon.